Manufacturer narrative:
The female pt was undergoing percutaneous coronary intervention to treat a lesion in the left anterior descending artery (lad). The cypher stent delivery system was advanced to the lesion, but the balloon could not be inflated and the stent was not deployed. The entire unit was removed without difficulty and there was no injury to the pt. The procedure was successfully completed with balloon angioplasty. Indication for the initial evaluation is unknown. The target lesion was described as a slightly tortuous and calcified in-stent restenosis (isr). Per the instructions for use, the cypher stent is not indicated for use in the treatment of isr. The lesion was pre-dilated, but the stent could not be deployed as previously noted. Based on the available information, it is possible that lesion characteristics that may have contributed to the failure of the device as reported. However, the exact cause of the inflation difficulty remains unknown. There is no evidence to suggest the event is manufacturing related. The product was returned for evaluation. A clinically used cypher raptor stent delivery system (sds) was returned. The stent was still correctly mounted on the balloon. Residuals of crystallized inflation medium were observed inside the inflation lumen. After the residuals of crystallized inflation medium were dissolved out of the inflation lumen, the balloon could be inflated and deflated without any difficulty. The stent started to deploy at approx. 5 atm. The used inflation medium is a mixture (50/50) of saline and contrast medium (renocal 76). No anomalies were observed when the sds was pressurized with water up to 16 atm for approx. 1 hour. Cross sectional analysis performed on the transition seal area and the luer hub revealed no anomalies that might have caused the reported inflation difficulty experienced by the customer. The reported inflation difficulty was not confirmed during analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. This file has been re-access as per the similar device reportability criteria implemented by cordis corporation on 12/15/2006. The MDR determination has changed from not reportable event, as the device is considered to be similar to the product cypher sirolimus-eluting coronary stent. Device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
The following report was received from the affiliate: during a coronary stenting procedure after delivery the device to the target lesion, inflation difficulties occurred, therefore, the cypher des was retrieved from the pt. The target lesion was treated with poba instead and the procedure was finished successfully. There was no reported pt injury.